Event description:
The physician was using the basket to retrieve and crush a pancreatic stone. The tip of the device migrated further into the duct causing a subsequent delay in the procedure. The physician was able to retrieve the tip but not without difficulty. It was felt that if the tip were not removed it would have caused pancreatitis. This device has not been returned for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on the batch number. Additionally, without evaluating this device the co cannot determine if the device met specifications. User technique and or pt anatomy could have contributed to this event. However, the co is unable to determine the relationship between the device and the cause of the event.